Event description:
Caller reports an e-1 error on the compact plus system. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The patient experienced a shocking/jolting sensation when standing or laying down. He also had intermittent stimulation sensation. It was also reported that he had 3 new leads implanted. The patient was going to meet with his physician. Further information was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.